Event description:
It was reported the customer was hospitalized for high blood glucose in (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. Customer stated they were treated for their blood glucose at the hospital and was released the same day. The customer also reported they were not bolusing correctly as they were only bolusing for meals and not for high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.